Event description:
It was reported, "nurse went to flush ivad tubing after unclamping the line. There was a "whoosh" sound. Nurse reconnected a new flush syringe, and the "whoosh" sound happened again with fluid noted to come from end of tubing. The line was clamped close to the patient for prevention. Care team was notified of the problem. No harm to patient. Patient¿s ivad was de-accessed and she was reassessed for discharge." A specific number of affected devices or patients was not provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Event description:
It was reported, "nurse went to flush ivad tubing after unclamping the line. There was a "whoosh" sound. Nurse reconnected a new flush syringe, and the "whoosh" sound happened again with fluid noted to come from end of tubing. The line was clamped close to the patient for prevention. Care team was notified of the problem. No harm to patient. Patient¿s ivad was de-accessed and she was reassessed for discharge." A specific number of affected devices or patients was not provided by the complainant.